Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the angulation was insufficient due to the stretch of the angle wire. -the adhesive of the bending section rubber was chipped. -the up/down plate, universal cord, video cable, and light guide connector were scratched by external factors. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the scope communication error b30 was displayed on the monitor. There was no report of patient injury associated with the event.